Event description:
It was reported the patient (B)(6) was not receiving effective stimulation. Lead diagnostics showed invalid impedances and reprogramming was unable to resolve the issue. The patient underwent exploratory surgery and it was determined the scs extension had a dark color inside. The scs extension was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Results - the complaint was confirmed for "invalid impedance." As received the visual inspection of the returned extension revealed discoloration present in the header and the lead body. All wires were broken at the strain relief. The broken wires were consistent with an overstress condition the extension was subjected to while it was implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.